Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head exhibited cable had detached itself from the camera head unit. The issue was found during reprocessing of the device. There was no patient involvement.